Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the fan of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. The inside of the subject device became hot since the fan was broken. As 8 years or more have passed since the manufacture date of the subject device, the fan broke due to a long period of use.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a clv temperature error e101 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.